Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a bile duct resection on (B)(6) 2014 and a reservoir was activated. On the same day at midnight, a nurse found that the reservoir inflated with air but no suction was obtained. It seemed that air leakage occurred from the adaptor. Another reservoir was connected and it worked properly. There was no adverse consequence to the patient.